Event description:
It was reported that the device was removed due to premature battery depletion.

Event description:
After the initial reposition in (B) (6) 2007, the patient reported chest pain. The lead was found to have fallen into the same hole as the initial perforation, causing another perforation. The lead was explanted and replaced with a passive lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory and was due to a low battery voltage. The device's electronic circuitry was tested both manually on the bench and using our automated electrical testing system. All functional measurements and battery current drain measurements were normal. The original battery was returned to the vendor for destructive analysis. An internal battery anomaly was found, which caused the premature battery depletion.